Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found in specification in relation to the false air in line alarms, which were not reproduced or confirmed. The device was able to perform a test infusion without any alarms. No component causality could be identified and therefore, no further action is required. This MDR was initially reported due to the absence of information. Upon review of this evaluation, it was concluded that the reported malfunction could not be confirmed and this event is determined to not be a reportable event. Manufacturer report number 1314492-2016-04725 can be removed from the FDA database.

Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device has been received by baxter for evaluation. The evaluation has not been completed at this time. A supplemental report will be provided when the investigation is completed.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message. Any patient involvement, injury or medical intervention is unknown.